Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a line going through the display and the threads on the reservoir and battery compartmented were all chewed up. The insulin pump did not rewind all the way when it was in the rewind mode and caused him to give himself too much insulin. The insulin pump alarmed motor error. Customer's blood glucose level was 191 mg/dl. The drive support cap appeared crooked. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.